Event description:
A medtronic representative reported that while in a procedure, a solera mast reduction driver tip broke off in the screw; this occurred during insertion into very sclerotic bone. The surgery was completed using a non-reduction solera driver while continuing use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Medtronic inspection of returned suspect solera screwdriver finds the 4mm of the tip has been broken off and is also twisted. This mechanical problem directly caused the event.